Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.